Event description:
The account alleged when the brake is applied the wheels lock but bed can be scooted across floor.

Manufacturer narrative:
The technician found the caster wheels were worn and out of adjustment. The technician replaced the casters and adjusted the brake to repair the bed.